Event description:
It was reported that during change out for normal eri, a gradual increase in pacing lead impedance was observed. Lead was explanted and replaced without complications. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.